Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included anxiety, stress, dizziness, lung nodule, syncope, fall, human papilloma virus antibody positive, breast mass, chronic cervicitis and uterine bleeding. Concomitant products included citalopram, lisinopril, phentermine, tramadol hydrochloride (ultram), valproate semisodium (divalproex) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 11 months 27 days after insertion of essure, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), cervical cyst ("nabothian cyst"), adenomyosis ("superficial adenomyosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she underwent robotic-assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, cervical cyst, adenomyosis, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered adenomyosis, cervical cyst, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: weight gain, pelvic pain, dyspareunia, nabothian cysts, adenomyosis, abdominal pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 27 year old patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure insertion date was updated. Essure indication was added. Concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal/ menorrhagia) migraine, headaches, nabothian cyst, superficial adenomyosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and weight gain) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.